Manufacturer narrative:
Device evaluation: the echo-hd-3-20-c device of c2097967 lot number involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The reported failure was observed. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. Visual inspection: broken needle tip returned separately to device. Distal end of needle examined and observed to be broken approx. 6.5cm from tip of the sheath (ipe of ruler used ipe0402). Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Image provided shows device placed on the tray where distal end of needle appears to be broken and detached from device. Manufacturing records review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2097967 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2097967. Instructions for use and/label review: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause could be attributed to the needle tip of the device coming into contact with a hard lesion during the first pass as stated in the description of event, during first puncture by device the doctor felt advancing was not smooth, located in the stomach. This could lead to the distal end of the needle break and subsequently causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, during first puncture by device the doctor felt advancing was not smooth. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the needle tip of the device coming into contact with a hard lesion during the first pass as stated in the description of event, during first puncture by device the doctor felt advancing was not smooth, located in the stomach. This could lead to the distal end of the needle break. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 20-feb-2025.

Manufacturer narrative:
PMA/510(k)#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During first puncture by device the doctor felt advancing was not smooth. He found the needle broken in the stomach after withdrew the device. He right away used the snare to pick up the broken needle.